Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to 'mach flow drift high'. Additionally, a ventilator service required error code relating to 'battery not charging fault' was also found in the device's error log. The service technician states that the printed circuit assembly (pca) board and machine flow sensor were replaced to resolve the errors. Additionally, a not-reportable 'motor controller shutdown' and 'drift debug' were also found in the device's error log. The muffler assembly and air inlet foam filter were replaced. The device passed final testing.